Event description:
The pt was revised due to a periposthetic fracture of the tibia. There was osteolysis present and the insert had some wear and the post was broken. During surgery the trials did not match the implant causing a 45-50 minute delay. While implanting the stem the femur bone cracked.